Manufacturer narrative:
A4 - weight: 59.2 kg e1 - initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that difficulty removing the stent from inside the body occurred. A 6x80, 75 cm eluvia drug-eluting vascular stent system was selected for stent placement for a cephalic vein stenting procedure to treat a mildly tortuous, and mildly calcified lesion. The target lesion was 70% stenosed before pre-dilation and 20% stenosed after pre-dilation. During insertion, the device became difficult to advance inside of the patient. The device and non-bsc guidewire were removed and flushed to troubleshoot this issue. It was reported the device became difficult to remove from inside the body. A different device of the same model was used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
A4 - weight: 59.2 kg. E1 - initial reporter facility name: (B)(6) hospital. E1 - initial reporter address 1: (B)(6). H11: device evaluation by manufacturer: returned product consisted of an eluvia self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed a kink to the outer sheath at the nosecone. Microscopic examination revealed no additional damages. Inspection of the remainder of the device, revealed no other damage or irregularities. Product analysis found damage that could have contributed to the reported event.

Event description:
It was reported that difficulty removing the stent from inside the body occurred. A 6x80, 75 cm eluvia drug-eluting vascular stent system was selected for stent placement for a cephalic vein stenting procedure to treat a mildly tortuous, and mildly calcified lesion. The target lesion was 70% stenosed before pre-dilation and 20% stenosed after pre-dilation. During insertion, the device became difficult to advance inside of the patient. The device and non-bsc guidewire were removed and flushed to troubleshoot this issue. It was reported the device became difficult to remove from inside the body. A different device of the same model was used to complete the procedure. No patient complications were reported.